Event description:
It was reported that there were air bubbles in the reservoir. The filling was normal and no leaks were found. No blood glucose reading was given. A replacement reservoir was sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.